Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient reported that the patient faced hyperglycemia and diabetic ketoacidosis event due to which the patient went to emergency room and eventually got hospitalized on (B)(6) 2025. The blood glucose level was 300 mg/dl at the time of event and the patient got treated with intravenous fluids of insulin. The patient was hospitalized for less than one day.the patient was tested positive for diabetic ketoacidosis. The patient reported that infusion set fell off and the tape was not sticking at the time of the event. No further information available.